Event description:
Patient had a cystocele repair on (B)(6) 2014 which was reported to have "failed" and required a "redo". The repair was completed with another acell device on (B)(6) 2015. The prior device was presumed to have incorporated into the patient's anatomy as there was a dense area at the prior surgical site, and therefore it was not explanted.

Manufacturer narrative:
A comprehensive investigation was conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. A sister graft from the same lot was tested and met all specifications. There was no report of device failure at the time of surgery. Despite the lack of explant and the surgeon's decision to use the exact same acell product model in the subsequent repair, this report is being filed out of an abundance of caution.